Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The profile settings, which change the appearance of the image, were discussed with the customer during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the images on the 9900 system were dark and the collimator closed down. No patient injury was reported.